Event description:
This was a replacement valve that was implanted in 2002. The valve could not be reprogrammed in 2003 but was not explanted at that time. However, the valve again could not be reprogrammed 5 months later and the device was explanted and replaced.